Event description:
It was reported that during a da vinci si hysterectomy procedure, the bipolar tips were misaligned on the precise bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a one bent grip, causing side to side misalignment of the grips. There is a .216 offset at the tips. Bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Scratches are short in length and not aligned with the tube axis, suggesting the damage may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.